Event description:
The customer reported that the device would lock up at the charge (energy) step of the user initiated operation check. This condition presented during user initiated operation check. This condition presented during user initiated testing; there was no patient involvement. The customer reported the device would successfully deliver energy into the test load when the test was run manually.

Manufacturer narrative:
(B)(4): the customer reported that he had reloaded the software, which resolved this issue, and the device has been returned to clinical service.